Event description:
Additional information received identified that surgical intervention took placed on (B)(6) 2024 wherein the entire system was explanted to address the issue. It was noticed that one lead fractured.

Manufacturer narrative:
Reporter phone number (B)(6) date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The complaint about high impedance was confirmed. As received, microscopic inspection of the returned octrode lead model 3186 revealed a kink with broken wires were observed approximately 28.5 cm from the stim end. Broken wires would cause high impedances as reported. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.